Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that on monday october 29th, a urologist (ic) doctor and a vascular (vs) doctor performed an (evar) procedure on a patient for an aortic aneurysm. This was a second attempt at treatment due to severe stenosis in the left iliac that prevented the placement of the sheath on the first visit. The solopath was used to get past the stenosis. Prior to deployment of the solopath, there was an aortic stenosis approximately 4cm distal to the renal arteries that was treated with an unknown branded and size balloon over a lunderquist wire. Following the plasty of the aortic stenosis, the ic doctor inserted the solopath with no issues while crossing the iliac stenosis. The insertion was not observed under flouro, however, there was no resistance was encountered. Once an image was taken, the tip of the sheath was observed proximal to the renal arteries which was further than both operators were expecting, however no issues were experienced at this time. The case proceeded as planned with a successful placement of the gore aaa graft. The following morning, the patient was experiencing severe leg pain and MRI imaging revealed a dissection proximal to the right renal artery as well as spinal cord ischemia. The spinal cord ischemia is leading to difficulty walking and the patient may be paralyzed in the legs. The patient survived, however is having difficulty walking and may be paralyzed below the waist.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional.

Event description:
Additional information was received on november 8, 2018. The doctors felt that the terumo solop ath did cause or contributed to the issues that were noted the following morning, primarily out of process of elimination. Even though they felt no resistance during insertion, they noted that the only thing except the wire (which is exceptionally stiff) that was up beyond the renal arteries, was the solopath.